Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker depleted prematurely. No adverse patient effects were reported. The patient underwent a replacement procedure and a competitor's product was successfully placed.